Event description:
It was reported that during an open gastric bypass, there was a crunching noise and the device fired malformed staples. There was no pt consequence. It was not reported how the procedure was completed.